Event description:
Event is now reportable based on analysis completed on 07/07/2008. It was reported that during a drug-eluting stenting treatment procedure there was difficulty crossing the lesion. The lesion was located in a tortuous and calcified left anterior descending artery. The physician used a maverick 1.5x15mm for pre-dilatation. The 2.50x16mm taxus liberte was advanced to the lesion, however it was unable to cross the lesion. A non bsc stent was used to complete the procedure. The patient status is stable with no complications reported. However, device analysis indicates stent damage.

Manufacturer narrative:
Initial visual examination of the returned device revealed distal stent damage. Some of the struts were misaligned. The damage found on the stent was measured at approximately 1.47mm. The area where there was no damage found was measured at approximately 1.03mm. A severe kink was found on the hypotube. The kink was measured at approximately 20.4cm distal from the strain relief. No other kinks or damage were noticed along the shaft of the device. Visual examination of the tip revealed tip damage. The tip was slightly flared. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure performance of the device was limited.